Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose after announcing a usual breakfast but consuming no carbohydrates, which led to hypoglycemia to 55 mg/dl followed by self-treatment with oral glucose candy that resulted in hyperglycemia up to 185 mg/dl; current glucose during the call was 179 mg/dl and trending up. Symptoms included shakiness, headache, and gastrointestinal discomfort. Outcomes included temporary interference with daily activities due to symptomatic hypoglycemia and subsequent rebound hyperglycemia, with no medical intervention required. Investigation included complaint handling, troubleshooting, and user education regarding meal announcements and use of carbohydrates for correction. Investigation of this case revealed user-related use error, specifically announcing a meal without carbohydrate intake and using excessive oral glucose for correction. It was concluded that the device functioned as designed and that the event resulted from user management decisions related to meal announcement and carbohydrate treatment.